Event description:
It was reported that the ilet user experienced hyperglycemia with a highest continuous glucose monitor reading of 279 mg/dl for approximately two hours after overtreating a hypoglycemic episode with a bottle of soda. It was noted the user used an inset infusion set on the abdomen and a dexcom g7 sensor. Symptoms included hypoglycemia with a nadir of 45 mg/dl and nausea followed by hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or overtreatment of hypoglycemia; no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.